Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative reseated the cables on the general purpose operating system, the compact disc drive and the (B)(4) power supply. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system displayed a high capacity disc error message. No pt injury was reported.